Manufacturer narrative:
A device history record (DHR) review was conducted for part: 04.038.000s, lot: l708904: manufacturing site: (B)(4), release to warehouse date: 11.jan.2018, expiry date: 01.jan.2028: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. As relevant for the complaint condition ¿the endcap in question could not be assembled¿, a functional test could not be performed since the main feature is damaged. The attempt to test the functional feature was performed. However, the thread m11x1 ¿ 6g could not be tested with a go/no go gage. Besides, during the manufacturing process this feature was inspected through the relevant inspection sheet and the whole lot has passed its specifications. Therefore, it was determined the thread became damaged due to post manufacturing use which was likely caused by excessive force applied, because the typical anodic layer is no more visible. Therefore, any manufacturing issue has been excluded. Based on the investigation results this complaint is rated as confirmed since the assembly of the endcap did not succeed as claimed by the customer. From the manufacturing point of view this complaint is not valid since the functional feature was tested and documented during the manufacturing process and the whole lot has passed its specifications. This lot of (B)(4) pieces was manufactured in january 2018, all devices are shipped, and we are not aware of any other complaint for this article- and lot number combination. This and the findings above let us exclude a product related issue. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that either the thread of the nail did get damaged during the removal of the connecting screw of the handle or that the end cap was not properly aligned with the nail during insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the osteosynthesis with tfna devices was applied to femoral trochanteric fractures. During the procedure, the end cap 0mm (04.038.000s) did not succeed. The surgeon used end cap 5mm (04.038.005s), which failed as well. Without trying any other end caps, the surgeon finished the surgery with 30 minutes delay. There was no adverse consequence to the patient. Patient outcome was reported as stable. Concomitant device reported: tfna nail (part# 04.037.113s, lot# 9849632, quantity 1). This report is for one (1) ti end cap for tfna 0mm extn ¿ sterile. This is report 1 of 2 for (B)(4).